Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10july2019. The manufacturer's international field service engineer (fse) performed troubleshooting and confirmed the reported issue while servicing the device and replaced the power switch overlay, performed testing, cleaned the unit and the issue was resolved.

Event description:
It was reported that the unit's light emitting diode (led) switch was not illuminated. There was no patient involvement.